Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium and the vessel size to be greater than 5mm. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured during pullback. The device was removed and the patient was converted to approximately 20 minutes of manual compression in which time hemostasis was achieved. The patient was ambulated and discharged to home with no reported clinical sequela on (B)(6) 2012.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a micro tear in the balloon distal tip, approximately 4mm from the balloon proximal tip. No other source of a leak was identified. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. A review of the lhr was not possible as the lot number was not provided.